Manufacturer narrative:
Additional information: d10, h6 and h11 (device evaluation). Investigation conclusion: the investigation of the returned web system found the unit to fail electrical continuity and resistance testing. Further inspection found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken lead wire, but the damage is consistent with the device experiencing forces exceeding the solder joint's tensile strength. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, postembolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the embolization device was used in an specified procedure. Reportedly, the device did not detach when attempted using a detachment controller. The device was retrieved and removed from the patient. The procedure was successfully completed using another device. The patient was reported to be "stable."

Manufacturer narrative:
Correction: this supplemental report is submitted to provide correction to the device details in sections (d) and (h4) per received updated lot number. The device was reported available for return but has not yet been received. If the device or additional information is received, a supplemental MDR report will be submitted.